Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient's infusion set's tubing detached at the quick release (would not click). The infusion set had been used for only days. No further information available.